Event description:
Additional information. The health care professional stated the patient had a 'very good' response and treatment of her incontinence issues, however the patient kept setting security alarms off and receiving painful overstimulations while going through security systems at multiple stores. The hcp noted the patient did not return for any additional follow up and the patient outcome was 'non-serious injury/illness.'

Manufacturer narrative:
Programmer model 3037, serial# (B)(4), lead model 3093-28, lot# v244042, implanted: 2011-(B)(6), explanted: na.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation. The patient tried to increase stimulation using the patient programmer but was not able to make an adjustment with or without the antenna attached. The patient did not know what her amplitude was, but stated it was pretty high because she had kept turning it up. It was also reported that the patient used to experience an overstimulation sensation when walking through theft detectors, but had not felt that sensation for approximately six months. Additional information has been requested, but was not available as of the date of this report.